Manufacturer narrative:
(B)(4). Report 3003898360-2022-00592 is retracted. Additional information reports that the product defects were discovered during inspection prior to use on a patient. There was no effect on the patient.

Event description:
The report states the staple is jamming.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200765 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states the staple is jamming.